Manufacturer narrative:
Product analysis conclusion; the reported endoleak could not be confirmed on the films provided; therefore the cause and type could not be determined. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. Although a type ia endoleak cannot be ruled out, there was no obvious anatomical factors that appear to have contributed. It is possible that the endoleak observed was an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to a type IV endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 75mm abdominal aortic aneurysm. It was reported that during the index procedure, it was the physicians intention to place the stent graft slightly below the left renal artery due to the patient having a small left renal artery. Following this, 6 endoanchors were then implanted. A final angiogram was performed which showed what appeared to be a type ia endoleak. An endurant aortic cuff was then implanted as treatment and after this it was said the endoleak appeared to be much less. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient will be monitored.